Manufacturer narrative:
The patient remains ongoing on lvad support with no further issue reported. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad program administrator reported that the patient received a pump exchange due to a dramatic increase in lactate dehydrogenase (ldh) levels. Upon device explant, the hospital reported that there were some blood clots around the device but no thrombus was noted. The outflow graft bend relief was reportedly disengaged and the graft was kinked.